Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device speaker did not work. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be that the rear case flex was not connected properly with the input/output (I/o) board. The rear case flex was required to be connected properly with I/o board to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker did not work. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.